Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 159 and 85mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips were sent to him.